Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon had a rupture. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation and the information provided, it could not determine the root cause, and it could not presumed the cause from the obtained information. The following is included in the instructions for use (IFU): the balloon can easily tear, so beware of sharp objects. Store the balloon in a cool environment with low humidity. After opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced. Attaching the balloon. 1. Prepare the balloon and the balloon applicator. 2. Inspect the balloon and confirm that it has no holes, no swelling, no color changes, or no other irregularities. If an irregularity is detected, do not use the balloon; use a spare instead, inspecting it thoroughly before use. 3. Grab the tip of the balloon with the applicator. Fold the rear band back onto the applicator. 4. Position the rear band onto the groove of the applicator. 5. Open the applicator wide enough to fit the ultrasound transducer of the endoscope into it. 6. Insert the ultrasound transducer of the endoscope into the balloon. 7. Put the rear band of the balloon into the rear balloon groove of the endoscope. Then, move the applicator down, away from the distal end of the endoscope. 8. After performing the steps above, the balloon should be attached to the scope. 9. Fill the syringe with sterile de-aerated water or saline. Olympus will continue to monitor field performance for this device.